Event description:
Chest pain, hypertensive event presented to the emergency department. Initial set of cardiac markers (ctni, ckmb, myog) done using point of care testing alere biosite triage cardiac cartridge. Results indicated normal interpretation. Subsequent ctni done in main clinical lab on siemens vista instrumentation indicated extremely high levels of ctni. Original poc sample run on alere biosite triage cardiac cartridge was re-run on main lab vista instrumentation and indicated a positive level of ctni was detected. Sensitivity/specificity of alere biosite cardiac marker lot #49752, instrument s/n (B)(4) is in question.